Event description:
It was reported by the patient`s representative that they patient experienced an episode of unresponsiveness and it was suggested that it could be the implantable pulse generator (ipg). The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.